Event description:
It was reported that during an implant attempt the lead helix would not fully advance after twenty-four rotations. The lead was removed and the physician attempted to extend the helix with a new stylet and the helix would not extend. It was noted that the physician believes that the lead was damaged during the implant process due to tortuous patient anatomy. The lead was not used and was replaced. The right ventricular lead that was replaced was returned to the manufacturer after being explanted due to elective replacement. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the distal conductor was distorted. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. There was apparent damage at implant. (B)(4) -the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor was fractured. The defibrillator conductor was distorted and cut. The proximal conductor was cut. The outer insulation was breached (clavicle-rib crush). There was blood/body fluid in the outer tubing overlay. The outer tubing was kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking. All insulators were breached cut. The outer tubing overlay was breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. The anchoring sleeve fixation site could not be determined.